Event description:
It was reported that the patient presented for revision of the right ventricular lead due to high capture threshold from suspected micro-perforation. An attempt was made to reposition the lead. However, the helix was difficult to retract and failed to extend once in the new position. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were cardiac perforation, unacceptable capture threshold and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued, consistent with procedural damage. After the distal portion of the lead was cut and cleaned, torque was applied directly to the inner coil, and the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to helix being clogged with blood/tissue and the over torqued inner coil in the connector region. The reported event of unacceptable capture threshold was not confirmed. Electrical tests of the lead did not find any indication of conductor fractures or internal shorts. The tip stiffness test was performed, and all values were within specification.